Event description:
It was reported that plastic bellows on the hemovac blood reinfusion system was split. The reported event was noticed following placement of the drain during the procedure. There was report of surgical delay. Additionally, there was no report of pt or use injury associated with the event.

Manufacturer narrative:
The device was not returned to the MFR. Device was discarded by the customer. A review of the manufacturing records performed and there were no nonconformances during MFR that would be related to this complaint. All testing requirements were met. The exact cause of this complaint is unk and cannot be confirmed because the device was not returned for eval.